Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, stroke is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 67-year-old female patient presenting for cardiomyopathy. During impella support, it was documented that the patient experienced an embolic stroke. Patient support continued following the event and the patient was considered to be stable until the planned time of explant.